Event description:
A customer reported a bloody leak, approximately 5cc, around pinch valve (pv) 22 on the coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. No one was splashed or sprayed. There was no report of exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. There was no impact to sample results. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
A field service engineer (fse) replaced pilot actuators and tubing for pinch valve (pv 22, 23, and 24). Pv22 is the needle rinse path to vc4 (needle vent chamber). Pv 23 and 24 open the vacuum path for pm4 (primary mode aspiration pump). Additional preventive maintenance unrelated to the event was also preformed by the fse during the visit. There was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. The cause of the leak was not determined, but may be attributed to tubing in the needle vent and needle aspiration pathway (pv 22, 23, and 24). (B)(4).